Event description:
It was reported that when priming the device, the luer port on the superior arterial side was leaking. The device was removed from the circuit and another was cut in, which caused a delay in priming. There was no reported pt involvement. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaints for this product, showing a similar malfunction. This failure has been previously investigated and fractures at the blood outlet connector have been identified. Review of the quality control process indicates that a 100 percent functional inspection for leakage is performed during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The test is carried out at 1 bar (approximately 14 psi) for a time period of 75 min at a flow of 10 1/min. During this time each oxygenator is checked for any leakage. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process - CAPA. No further investigation will be completed.